Manufacturer narrative:
Patient identifier should read (B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was reported after swapping from one curved section to another. The representative reported that the site did not re-verify the new suction. Following re-verification, the imprecision was no longer observed. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.